Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose value was 137 mg/dl at the time of the incident. It was reported that as per the error table at the second occurrence. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 12) and pump error 4 confirmed in the device history due to software error.